Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported the ventilator had a power issue and it alarmed and shut down and then would not turn back on. The customer reported the device was in use and there was no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support engineer (pse) for assistance. The biomedical engineer reported to pse that the power supply cable was checked and was not getting any voltage. Pse advised the biomedical engineer replace the power supply to address the reported problem. The biomedical engineer reported the power supply was replaced to address the issue, and indicated the ventilator may have been running on battery when it shut down as reported. The biomedical engineer reported the unit battery started to charge after the power supply was replaced.